Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient was developing a heat rash and the doctor instructed the patient to use a powder to keep the area dry. Attempts to follow up with the patient on the condition of the rash were unsuccessful. The final medical outcome of the rash is unknown. There was no alleged device malfunction.